Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has been received for analysis. Upon completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that the pacemaker's battery had sudden decrease in longevity over a year. Also, the patient was reporting of a burning smell. Boston scientific technical services (ts) then discussed with the health care professional (hcp) to consider bringing the patient in to troubleshoot the device as the burning smell was unlikely coming from the device. The pacemaker remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the pacemaker's battery had sudden decrease in longevity over a year. Also, the patient was reporting of a burning smell. Boston scientific technical services (ts) then discussed with the health care professional (hcp) to consider bringing the patient in to troubleshoot the device as the burning smell was unlikely coming from the device. The pacemaker remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has been received for analysis. Upon completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental report will be filed. The returned pacemaker device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker's battery had sudden decrease in longevity over a year. Also, the patient was reporting of a burning smell. Boston scientific technical services (ts) then discussed with the health care professional (hcp) to consider bringing the patient in to troubleshoot the device as the burning smell was unlikely coming from the device. The pacemaker remains in service. No adverse patient effects were reported.